Event description:
The customer observed non-producible, falsely elevated vitros trop I es results on five different patient samples over a range of dates in (B)(6) 2009, on a vitros eci. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The falsely elevated results were not reported and there were no allegations of harm as a result of these events. (B)(4).

Manufacturer narrative:
Ocd field service investigation and replaced multiple components or modules on the vitros eci, returning the system to expected operation. The customer has had no further occurrences of non-reproducible, falsely elevated trop I es results is instrument related.